Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-apr-15. It was reported that during the dye study on (B)(6) 2019 the catheter was unable to be aspirated. The patient was going to be sent for a catheter revision. The surgery had not yet been scheduled. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be spinal pain and chronic low back pain. It was reported that the patient's pump was noted to have a volume discrepancy at a refill. The expected reservoir volume was 3cc but 14cc of drug was removed from the reservoir. The hcp was going to perform a catheter dye study on (B)(6) 2019. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. No further complications were reported.